Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter left (l-afl) ablation procedure with a pentaray nav high-density mapping eco catheter. The tip of the catheter became embolized and lodged in the coronary artery. It was reported that the patient had a mechanical valve and that a spline separated from the catheter and became embolized and lodged in the coronary artery. An echo was performed, and they could no longer see the spline in the ventricle and the physician believed it was left in the coronary. The patient was reported to be in stable condition. No further information was provided. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable. The tip fully separated issue was assessed as a MDR reportable product malfunction. A separated tip could embolize, resulting in ischemia or infarct. Additional surgical intervention might be required to prevent serious injury or death.

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 30681833l and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).